Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. However noisy motor noted during testing due to faulty motor. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
A customer reported via phone call indicating a grinding sound from the motor of their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.